Event description:
It was reported that air bubbles were observed within the canister. The customer discontinued pump use to address the issue. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.